Event description:
Diabetic have dialysis patient trained on diascan device. Patient called have training twice saying the blood results were too high because he had taken insulin. He complained that the results varied betewwn 30-800. Patient had another glucose monitor at home and noted that the results varied greatly. When product recall came out it was discovered that blood glucose strips from his starter kit were of the recallinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.